Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratched display window, scratched case, cracked case at display window corner, broken belt clip slot and broken reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized with low blood glucose. The customer's blood glucose was 35 mg/dl at the time of hospitalization. The customer reported experiencing a fever and a blood glucose of 25 mg/dl, prompting the paramedics to be called. Customer was treated with a glucagon shot by the paramedics. Customer also reported the cause of their hospitalization was from a diabetic seizure. The customer reported they were not wearing the insulin pump at the time of hospitalization. Customer was disconnected from the insulin pump one day prior to their hospitalization. Customer was treating their blood glucose with manual injection. Customer agreed to return the insulin pump for analysis.